Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter stated that the pump emitted a low battery warning immediately following a battery change. It was also reported that the battery compartment was cracked, and the battery cap could not be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed two low battery warnings and a replace battery alarm, as well as evidence of a battery life issue. During testing, the pump powered on with the returned battery cap; however, the battery cap did not fully secure to the pump. A power loss was not observed. The battery cap and compartment threads were found to be damaged. The battery cap was stuck on the pump. The battery compartment was also cracked, and evidence of moisture ingress was observed in the compartment. Current draws measured within specifications. A leak test was performed and confirmed a leak at the battery compartment crack. The pump case was removed and no further evidence of moisture ingress was found. The complaint of a battery life issue was not duplicated.